Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not fire. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Additionally, the control wire was kinked near the handle. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed. Functional evaluation was performed, and it was observed that the handle does not have communication with the clip assembly. No other problems with the device were noted. The reported event of clip did not fire was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms in order to activate them. However, due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Subsequently, due this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip, causing the control wire and clip detachment, resulting to a deployment problem. Regarding the clip assembly being deformed, it is likely due to the entrapment against the bushing. The found problem of control wire being kinked near the handle, this could have been caused by operational factors such as trying to pull the wire with pliers; however, this is only a hypothesis. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip did not fire. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not fire.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip did not fire. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.